Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/29/2015 with the following findings: the battery compartment was observed to be cracked at the case seal: the reported issue was confirmed. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the cartridge compartment was found to be damaged in the thread area. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.